Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #2 proglide, is being filed under a separate manufacturer report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture present. The device was removed and a second proglide device was attempted, but although the suture was present when the needle plunger was removed, there was no connection with the vessel. The physician pulled on the suture and it came out of the vessel. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.